Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported event. The iabp would not shut off or fail an autofill. The fse replaced expiring batteries and performed a full functional and calibration check on the iabp. The iabp was then returned to customer and cleared for clinical use.

Event description:
It was reported that, while in use on a patient, the cardiosave intra-aortic balloon pump (iabp) shut off. There was no patient harm and no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. (B)(6).

Event description:
It was reported that while in use on a patient, the cardiosave intra-aortic balloon pump (iabp) shut off. There was no patient harm and no adverse event was reported.